Event description:
It was reported that pump repeatedly declared altitude alarms despite being used within validated altitude range, which led to insulin delivery being suspended. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to clean speaker holes, remove and reconnect cartridge, and attempt to resume insulin, but insulin delivery could not be resumed. The customer transitioned to multiple daily injections and was provided replacement pump and cartridge under warranty, with guidance on programming settings, reconnecting continuous glucose monitor, placing pump into storage mode, and returning problematic pump using prepaid label.